Event description:
It was reported, a pump memory error occurred during an update. The pump memory error occurred because of interruption in telemetry. The physician believed the patient or device may have moved while telemetry was in progress. There was no electromagnetic interference (emi) present. The pump was successfully reprogrammed and updated from minimum rate mode to the correct settings. The physician was also programming a bridge bolus at the time so they had to update with old settings, reinterrogate again, and update with new settings. The issue was resolved. Additional information reported the patient was not impacted by the event and was doing fine. The pump was delivering hydromorphone, compounded baclofen and bupivacaine.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician: product ID 8782, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(6).